Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on a unspecified date. According to the complainant, the mesh was successfully implanted and there were no problems or complications during the surgery. However, the patient experienced an allergic rash post-procedure. Patient's dermatologist suspects that the implanted sling was the potential cause. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.